Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient was concerned about a granuloma, because all of the patient¿s pain was coming back and they had a constant headache. The patient was in the health care provider (hcp) office at the time of report. The patient noted having several unrelated fusion surgeries on their neck and back. The patient noted the symptoms were feeling as if the left foot was ¿broken or like it¿s crushed". The hcp checked the foot with x-ray and there was nothing wrong with the foot. The patient was also experiencing body aches where the entire body hurts. The patient stated "I¿m not getting a whole lot of relief out of the pump and it¿s not doing a whole lot¿. The patient further stated "this all started in the last 4 or 5 months, and has been progressively worse.¿ the indicated being ¿almost back to where my pain was before the pump". The patient indicated they never had a problem with boluses before, but recently had been ¿sick and nauseous all the time¿ and getting more nauseous if they do get a bolus. The patient did not provide further detail on why they suspected a granuloma. The pump device was used to deliver morphine, baclofen and another unknown medication. Additional information has been requested, but was not available as of the date of this report.